Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcification and 80% stenosis). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (calcification and 80% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a calcified lesion exhibiting 80% stenosis in the lcx vessel. The lesion was pre-dilated and the device was prepped prior to use. It is reported the device failed to cross the lesion. The device was then removed and it was found to be distorted due to the vessel calcification. The lesion was pre-dilated again and a new device was used to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The transition shaft was kinked. The 4th, 5th, 6th, 9th, 10th, and 11th proximal stent segments were deformed with numerous struts raised and partially overlapping. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).